Event description:
The reporter stated that back to back tests performed on the patient's surestep meter (using expired test strips) were 67 and 114 mg/dl (52% difference). The reporter stated the pt had been experiencing "seizures"; however, the meter accurately reflected these hypoglycemic seizures. Seizures ceased after the pt's medication was changed by the dr. The meter is not cleaned according to MFR's product recommendations. No harm was alleged.